Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. The patient was then treated with intravenous antibiotics. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).